Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "power disconnect". The reported event was confirmed during the analysis of the device. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing due to a faulty cell pair. Internal inspection of the unit revealed a broken cell weld, which contributed to the faulty cell pair and triggered the under voltage safety alert. The most likely root cause of the power disconnect alarms can be attributed to a broken cell weld. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported upon review of preliminary log files by the manufacturer on 03/24/2016 that the patient had two "power disconnect" alarms. The engineer recommended exchange of the battery.  The battery was exchanged without consequence to the patient. No further information was provided.